Manufacturer narrative:
Follow-up #1 11/19/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings: a review of the pump black box showed several power events during the reported event period. The pump was examined and confirmed that the battery compartment was intact with no damage. No battery cap was returned with the pump for investigation. A test battery cap was inserted and the pump powered on appropriately and was exercised for 24 hours without power events occurring. The pump cover was opened and no intermittent conditions were found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 and reported that once yesterday and once today the pump had lost power. The patient denied physical damage to the pump. This report is being made due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.